Event description:
It was reported that the atrial lead exhibited unacceptable threshold of 5 v at 1.0 ms, sensing 0.9 mv, and impedance of 210 ohms. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.